Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 559 mg/dl at the time of incident and other relevant blood glucose level was 570 mg/dl. Customer treated their high blood glucose with manual injection. Customer experienced symptoms like nausea. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the insulin pump had no delivery alarm, customer assisted with troubleshooting, however they were advised that the insulin pump was working as designed. Customer stated that the insulin pump had motor error alert during manual prime. Customer stated that the drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer did not report motor position encoder error alarm. Customer was able to clear the alarm and able to complete rewind. Customer stated that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was assisted in manual prime and fill tubing, however motor error alarm did not recur. The insulin pump will not be returned for analysis.